Event description:
After 13 years of successful cochlear implant use, the patient's skin flap reportedly is too thick for adequate headpiece retention. In addition, the position of the implant relative to the pinna reportedly prevents the patient from wearing eye glasses. The surgeon will perform a revision surgery to correct the change of the device and assess the skip flap thickness.